Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 19.0 diopter intraocular lens (iol) haptic was broken and there was patient contact. There was no required medical intervention and the procedure was completed successfully using another lens with the same model and diopter. Patient outcome was reported as doing fine. No additional information was provided to johnson & johnson surgical vision.